Event description:
Additional information reported that additional log file submitted revealed low speed advisories. Speed drops were as low 5630 rpms on (B)(6) 2019 at 23:08, (B)(6) 2019 at 6:09 and (B)(6) 2019 at 1:09 this type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mobile power unit (mpu). No visible damage to newly repaired driveline done on (B)(6) 2019. Patient is currently listed status 4 on heart transplant list, and current plans are to admit for up-listing due to device malfunction. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: cosmetic driveline damage. The reported low speed alarms and pump stoppage events were confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the mpu could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. The submitted log files contained data from (B)(6) 2019 and from (B)(6) 2019 through (B)(6) 2020. The log files captured low speed advisory alarms on (B)(6) 2019 immediately followed by pump stoppage events with corresponding hazard alarms for low speed and low flow. Also, transient low speed advisory alarms were captured on (B)(6) 2019. All low speed alarms and pump stoppage events occurred while the system was supported by the mpu. No other atypical alarms or events were captured. The account submitted x-rays for review which depicted the internal and external portions of the driveline and appeared to show some minor breakdown of the metal braided shield on the external portion, adjacent to the metal connector. The patient underwent an external driveline repair on (B)(6) 2019. No issues were noted after the patient was placed back on a grounded patient cable. However, it was later communicated that the patient experienced multiple low speed operation events after the repair. The patient is currently listed as a status 4 on the transplant list and current plans are to admit the patient for up-listing due to device malfunction. Approximately 17" of the driveline (s/n (B)(6) ) was returned. The proximal 5¿ of the driveline was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. The metal connector pins, bend relief, and alignment indicators were unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. White tape was observed wrapped around the driveline at the terminus of the controller bend relief. Upon removal of the tape, a small hole in the silicone jacket was observed which did not penetrate the underlying bionate layer. The clear bionate layer was in good condition and appeared unremarkable. Minor wear of the metal braided shield was observed at and approximately 2.5¿ and 8.0¿-10.0¿ from the metal connector. Visual and microscopic inspection of the wires revealed no areas of damage along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported low speed operation and pump off noted on logs on (B)(6) 2019 at 7:13 am lasting 5 seconds. Log files submitted revealed 2 pump stops and 3 low speed operations. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. X rays revealed that the internal image of the driveline was unremarkable. The external image of the driveline may have an area of concern just proximal to the bend relief where the driveline connects to the controller. On (B)(6) 2019, the patient underwent a driveline evaluation/repair 4 inches from the exit site. After the repair, the patient was back on the grounded patient cable. No further information was provided.